Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 12.1 cm to 12.4 cm from the connector pin. The proximal coil was exposed in the same area. The reported abrasion was consistent with that occurring due to friction with the device can. The insulation was damaged at 13.8 cm to 14.0 cm and 46.8 cm to 47.2 cm from the connector pin.

Event description:
It was reported that the lead exhibited high pacing thresholds, low impedance and noise. An insulation breach was suspected. The lead was explanted and replaced.